Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed to calibrate the syringe size. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no previous repairs in the past 12 months. The customer issue was confirmed through the alarm history. The barrel clamp was not installed properly which caused the device issue. The clamp was reinstalled to resolve the issue. The device was recalibrated and thereafter passed all performance verification testing.